Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 4.9, 2nd inr: 5.9, mean: 5.40, sd: 0.71, %cv: 13.09. Analysis of customer's data revealed that repeated inratio test result comparison did meet precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Per general description of complaint, patient may be on oxycodone. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants, starting, stopping or changing the dose can affect the inr value." Patient's medication may have contributed to the unexpected test results. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 4.9, 5.9. Patient's therapeutic range: 2.0-3.0 inr. Patient's coumadin was withheld for one night and she came back into therapeutic range.